Manufacturer narrative:
Product ID: 3389-40, lot# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: 37086, serial# unknown, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that a short circuit was observed. Impedances of 2 ohms were measured on electrodes 0 and 1. Impedances on the other electrodes were within normal limits. The patient was receiving less than 50% therapy relief on the right side of the body. Reprogramming was performed, during which the patient was programmed to c+, 4-, 5-. However, only some therapeutic benefit was seen and the physician believed the patient would have better therapy with an ¿intact¿ system. The issue was not resolved and the cause of the issue was not determined. A revision was being considered, but the patient was hesitant due to the possibility that a stereotactic lead revision would be needed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.